Manufacturer narrative:
(B)(4). Concomitant products: dil cath: tazuna. Guide wire: sion blue. Guide cath: heartrail. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with 99% stenosis. A 20/30 indeflator was used for pre-dilatation and stent implantation without issue. During post dilatation an attempt was made to increase the indeflator pressure beyond 30 atmospheres; however, the gauge pressure and balloon pressure would not increase even though the handle was being rotated. No leaks or damage were noted to the indeflator. The device was replaced with a new 20/30 indeflator to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.